Event description:
The customer reported that a pt went into asystole, and there was no audible alarm at the central station.

Manufacturer narrative:
The customer reported that they did not hear an audible alarm at the central station, resulting in the death of a pt. A field service engineer (fse) from the distributor went on site to obtain logs and test the device. He simulated alarms at the central station and with the telemetry transmitter and confirmed the devices were working to specifications. A review of the central station alarm logs indicated that on (B) (6) 2010 beginning at 23:26:46 until (B) (6) 2010, 01:14:40, there were 8 vtach 1, 1 brady, 8 vfib/tach (one of which annunciated for 6 mins until it was escalated to an asystole) and 2 asystole (one of which annunciated for 5 mins until it was silenced) alarms, which were silenced by the user. At the 00:44 time given as the time of the asystole incident, the central station alarm logs show an asystole alarm that was silenced at the central station and then the monitor re-alarmed for brady. Alarming and acknowledgement of alarms is adequately described in the product labeling (IFU). The available info does not support that there was a malfunction, design or labeling problem, but an issue due to the silencing of alarms by the user without providing therapy warranted for this pt. No further investigation or action is warranted. (B) (4).